Manufacturer narrative:
B1: type of report was changed from adverse event to product problem h1: changed type of reported complaint from serious injury to product problem

Event description:
Additional information was received that the patient flatlined for a few moments, the patient was revived. There was no harm reported, the customer issue is data loss. This is presumed to have occurred between the times the patient was transferred from a low acuity bed to a higher acuity bed. The staff followed their usual transfer process on the mp30 in, when the patient arrived the staff reported there was some kind of error message on the screen relating to equipment paired, but they cannot be sure, something like ¿dual or too many monitors/equipment¿. While the patient was in the low acuity bed the patient had episodes of asystole, these alarmed at the pic and the strip recorder at the pic recorded a strip. After the event and once the patient was in moved to the high acuity bed, the doctors went to the pic to review the patient ECG and asystole alarms and there was no ECG trace data available. The patient recovered and was discharged from the hospital.

Manufacturer narrative:
The device logs and patient strips provided were reviewed by the product support engineer (pse) and clinical expert. The audit log shows alarms were provided for ***xbrady, asystole, and hr low limit violations during the incident timeframe. Alarms were being silenced. The timestamp was removed from the patient strips provided, but the flat line (asystole) is consistent with the ***asystole event during the incident timeframe. The patient had gone into asystole and was treated accordingly, with all alarms and strips generating appropriately. The patient was transferred to another bed and the users received some type of error indicating 'dual or too many monitors/equipment". After the event, when the physician wanted to review the ECG and alarms, there was no ECG trace data available. Based on this information, the device did not cause or contribute a death or serious injury and this complaint is related to data loss. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported a patient incident occurred at 8:00 am. The customer is requesting assistance retrieving log data. Additional event information has been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The information provided was reviewed by a philips product support engineer. The data indicates that the mx40 pwm (tel 25) was moved from sector bed40a to sector bed63 at the pic ix at 09:46:42 on (B)(6) 2023, which was after the incident timeframe. There was additional activity in the logs indicating a patient discharge and readmit following the incident timeframe. In addition, the pictures supplied show gaps in wave data that are likely related to the device going offline (mx40 not connected to the pic ix, mx40 powered off, mx40 in standby mode) and other equipment and patient discharge and readmit activities. The pictures do not capture timeframes of the gaps in general review data around the time of the incident. There was a disconnect/reconnect at 09:01:46-9:02:50 on (B)(6) 2023 for a battery change and a disconnect/reconnect at 09:46:28 when the device was assigned to the new sector. During the periods the device was offline, a ¿no data tele¿ technical inop would be provided at the patient sector of the pic ix. The audit log reveals that the user annotated the alarm strip from 08:30:06 at 09:23:18 indicating the full disclosure data was still available. The information provided is not consistent with a malfunction of the product. Full disclosure data availability at the patient information center ix (pic ix) is based on monitor connection to the pic ix so that waves/data can be stored. The logs do not show a gap in data during this incident time frame. Full disclosure data can be retrieved for up to 7 days. Data that is discharged prior to admission cannot be retrieved. Once the patient has been transferred to a new bed the previous unit data can be accessed from the prior unit data menu in review applications. Pic ix IFU c.03 part number 4535 648 21841 pg.224 information was provided to the customer to resolve this issue.